Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference manufacturer reports: 1627487-2011-01247, 1627487-2011-01249 and 1627487-2011-01250. The pt has two scs systems. One system was implanted on (B)(6) 2009 and includes an ipg, four percutaneous leads, and two extensions (from two separate lots). The second system was implanted on (B)(6) 2010 and includes an ipg, four percutaneous leads, and two extensions (from two separate lots). It was reported that the pt lost stimulation. One lead exhibited invalid impedance readings. On (B)(6) 2011, the physician explanted and replaced one of the pt's extensions. The explanted product has not been returned to the manufacturer. Follow up on the pt found no further issues reported.